Event description:
It was reported that during the implant attempt, the lead had positioning issue. The lead was not used and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis results revealed no anomalies found. It was also noted that there was blood/body fluid on all conductors.